Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the old ipg was replaced due to the number of years it has been used and to improve program capability. Malfunction was not suspected by the physician.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason. The patient was doing well postoperatively.